Event description:
Belmont medical technologies received a report from the user facility on (B)(6) 2021 that the user noticed smoke coming from the front door of the rapid infuser, ri-2 during a case and the 3-spike disposable set was deformed from excessive heat. On (B)(6) 2021, belmont subsequently received a medwatch report (mw5102769) from the FDA, with the following event description: "pt in operating room receiving multiple blood products via rapid transfuser. Staff smelled smoke and smoke noted coming from belmont machine."

Manufacturer narrative:
The rapid infuser, ri-2 involved was returned to belmont for investigation. We were unable to confirm the report of excessive heat or smoke/smoke odor coming from the device, however upon receipt it was noted that both input and output temperature probes were contaminated with saline. The temperature probes should be cleaned before or after each use according to the service and preventive maintenance schedule provided in the operator's manual, as dirty, wet, or blocked temperature probes can cause the ri-2 to exhibit over temperature or heating fault alarms. There was no evidence of smoke damage found on the ri-2 device. As the associated disposable set was discarded at the hospital, we are unable to assess the damage reportedly caused by excessive heat. Follow up with the user facility revealed that massive transfusion protocol was in process, including packed red blood cells (prbc's), fresh frozen plasma (ffp), platelets and cryoprecipitates. The use of platelets and cryoprecipitates with the ri-2 is contraindicated, as stated in the operator's manual: "the system should not be used to warm platelets, cryo-precipitates, or granulocyte suspensions." Certain infusates are contraindicated and may lead to clot formation inside the heat exhcanger, which can block blood flow and result in an over temperature/overheat issue. In belmont's experience, reported smoke is typically caused by a melted or deformed disposable set as the result of this clot formation. The manufacturing records for this serial number were reviewed and no anomalies were identified. The associated disposable set was discarded at the hospital and the user facility was unable to provide the lot number of the set used, therefore review of a specific library/retain sample and batch record information is not possible. Follow up with the user facility revealed that there was no harm to the patient. Should additional information become available, a supplemental report will be provided.

Manufacturer narrative:
The rapid infuser, ri-2 involved in the incident was returned to belmont for investigation on (B)(6) 2021; evaluation of the unit is in process. Certain infusates are contraindicated and may lead to clot formation inside the heat exhcanger, which can block blood flow and result in an over temperature/overheating issue. The manufacturing records for this serial number were reviewed and no anomalies were identified. The associated disposable set was discarded at the hospital and the user facility was unable to provide the lot number of the set used, therefore review of a specific library/retain sample and batch record information is not possible. Without results of the investigation, it is difficult to draw a conclusion regarding the overheating and damage to the disposable set at this time. No patient injury was reported. A follow-up report will be submitted upon completion of the investigation.

Event description:
The user facility reported that the user noticed smoke coming from the front door of the rapid infuser, ri-2 during a case and the 3-spike disposable set was deformed from excessive heat.